Event description:
It was reported that during an eviva procedure on (B)(6) 2024, two devices failed to sample the tissue. The biopsy was canceled due to being unable to obtain the specimens. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
An investigation was conducted: it was reported that during an eviva procedure on (B)(6) 2024, two devices failed to sample the tissue. The biopsy was canceled due to being unable to obtain the specimens. The device was not available for return; visual and functional analysis/testing could not be conducted for the event described. The device was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not carried out. The device was not returned for this complaint. Investigation for this issue was conducted through customer provided information, historical data review, similar complaints analysis, and product design evaluation. Without the returned sample, it is not possible to confirm a definitive root cause of the issue. Conclusion: the reported issue has not been confirmed, and the most probable root cause has not been identified. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. The investigation suggests this is not a recurring issue within the product family, system, or failure mode referenced in the complaint. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no manufacturing issues or relevant risk factors related to the analyzed failure mode were identified.